Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone temperature sensing foley catheter present. The presence of pinholes in the balloon was out of specification. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), and immediately was a leak from a 0.0580" pinhole in the balloon. No pieces of the balloon were noted missing. Active length of the catheter balloon was measured (0.8520") and found to be within specification (0.60-0.90"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities."

Event description:
It was reported that water leakage was found during pretest.